Manufacturer narrative:
Inspected one opened and used reservoir. Performed pre-fill reservoir test. Reservoir passed per inspection. Found no air bubbles anomaly during filling. Reservoir connected and locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that insulin from the reservoir leaked during filling. No further information was provided.